Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. Unable to perform the functional testing due to the blank display.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 477 mg/dl. The customer stated that she was out with friends, and when she got home, her blood glucose levels were high. The customer also reported that the screen was blank at the time of the call. Troubleshooting was performed, but the screen remained blank. The customer requested a replacement insulin pump. Nothing further was reported.